Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with device fold(s), capsule, gel perspiration

Event description:
Pharmacist reported rupture with device fold(s) and capsule. Gel perspiration also noted. Left side. Device explanted with capsulectomy and replaced.